Manufacturer narrative:
(B)(4).

Event description:
It was reported the first peek tab failed to deploy. The tab could not be removed from the end of the device. This occurred during the procedure. A backup device was readily available. There was a delay of less then 30 minutes. A bigger hole was made in meniscus as surgeon repeatedly attempted to deploy the device, damaging the meniscus.

Manufacturer narrative:
Device investigation narrative - visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. There are no indications that would suggest that the device did not meet product specifications upon release into distribution. Device was not returned to the manufacturer.